Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the hospital with pocket stimulation. The left ventricular (lv) epicardial lead was found to have high thresholds, low lead impedance, and oversensing with sensing integrity counter (sic) episodes of what appeared to be electromagnetic interference (emi). The lead was revised and capped. The patient had a redundant lv epicardial lead implanted and during lead revision was attempted to be activated. The redundant lv lead was found to have high thresholds and was also causing pocket stimulation. The lead was capped and not used. A new intravenous lead was implanted. No further patient complications have been reported as a result of this event.